Event description:
It was reported that the tip of the unit broke off, fell outside of the patient, and was retrieved.

Event description:
It was reported that the tip of the unit broke off, fell outside of the patient, and was retrieved.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. Probable root cause for the reported failure involving this device could have been caused by 1) use error, 2) user mishandling, or 3) shipping issue. In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.